Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration at a dose of 1.9 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was hurting where the pump was and thought something was wrong with the pump. The pump contacted the healthcare provider (hcp) office and they would give him the message, but the patient had not received a call back. The medication was raised to 1.9 mg and it was at 1.675.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.